Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a disconnection of the charged coupled device cable during user handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope received a b30 scope communication error code. The issue was found during preparation for use. Procedure were completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light guide-tube had signs of glue patching. Olympus cable had sign of glue patching. The b30 error code was reported when master board was inserted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.